Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 21.1-22.1cm from the connector pin, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed during analysis.